Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The suture capture is missing from the device and was not returned. There is adhesive tape around the handle and across the top of the handle. No other visible deficiency. A functional evaluation showed that pulling the lever closed and locked the jaw. Pulling the lever and trigger together closes the jaw and deploys the suture passer as intended, these failures have been determined to be related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include: excessive force, tissue thickness or damage or debris on the device tip between passes. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair, the firstpass capture window broke when the upper jaw bite the cuff and a suture was passing through the cuff. All the broken pieces were removed. No surgical delay was reported; however, it is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference:(B)(4).